Event description:
The outcome was incorrectly reported; the patient did not pass away and treatment is still ongoing. There is no allegation against the lvas or indication of malfunction. There were no reported device issues or interruption in lvad therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient expired due to right heart failure; however, further information communicated by an abbott representative stated that the outcome had been incorrectly reported. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2019 when the patient underwent a pump exchange as reported under MFR #2916596-2019-05434. The pump was not returned for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2017 due to right heart failure whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.